Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe, as it is not related to the device. Additional observations: crease is observed. A further investigation is requested, to analyze the bubble in shell observed.

Event description:
Healthcare professional reported, a left side "capsular contracture, baker grade IV. With possible "leaking". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV with possible "leaking".

Event description:
Healthcare professional reported a left side "capsular contracture baker grade IV with possible "leaking". Device has been explanted.